Manufacturer narrative:
(B)(4). The device was evaluated by a philips rep adn the symptom was verified. The issue was localized to a failed power pca. As of 07/31/2013 the customer has opted not to have philips repair the device. Philips concluded that this was a malfunction of the power pca.

Event description:
The customer reported that during testing it was noted that na intermittent error 01000, which is associated with a defib failure, cycle power message occurred. There was no pt involvement.